Manufacturer narrative:
The review of provided data confirmed the reported issue: there is a missing part in the translation of ¿stopinterrogation¿ in japanese (only in japanese). This issue will be fixed in the next smartview version. No general malfunction is suspected on the alizea devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is a translation error on the popup message displayed at the interrogation phase blocked. ¿if the interrogation fails again, try to apply a nominal mode before getting the session¿ is missing from japanese translation version. It should be added to the popup message on japanese as well. This is related to c-4550.